Event description:
It was reported that the lead was explanted and replaced due to high, out of range pacing lead impedance and high thresholds. The patient condition is good.

Manufacturer narrative:
(B)(4).